Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the xl+ device indicating that the device burned the patient's skin during use. The patient had no heartbeat and was unconscious in the process of the burning of the patients skin. The patient died.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating the device burned the patient's skin during use. The patient had no heartbeat and was unconscious during use. The department teacher reported that the patient¿s skin was burnt and black. The patient died. Additional details have been requested.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.